Manufacturer narrative:
Act button did not respond due to corroded keypad trace. No frozen screen noted. Time advanced properly. The insulin pump was received with minor scratched display window, cracked reservoir tube lip and stained end cap sticker.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had unresponsive buttons. Troubleshooting for keypad anomaly was performed. Customer's blood glucose was unknown at the time of the incident. The customer stated that they were trying to bolus and the b button was unresponsive. The customer also stated that they removed the battery several time and the issue persisted. The customer also stated that there was no significant event leading to the keypad issues. The customer stated that the time on the clock did not advance when monitored for one minute. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.